Manufacturer narrative:
H10: as the lot numbers for the devices were not provided, a lot history review could not be performed. The devices were returned for evaluation and photos were reviewed for all three malfunctions. Two malfunctions confirmed for deformation, fracture, naturally worn, and material separation. The remaining malfunction confirmed for deformation fracture, and wear. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.3

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break. This information was received from various sources. Each of the 3 malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was a 67 year-old male weighing 51 kg. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot numbers for the devices were not provided, a lot history review could not be performed. The devices were returned for evaluation and photos were reviewed for three malfunctions. One of the investigation identified a break and other two of the investigations was confirmed fracture, deformation, material separation, naturally worn. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.3.

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break. This information was received from various sources. Each of the 3 malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was a 67 year-old male weighing 51 kg. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
As the lot numbers for the devices were not provided, a lot history review could not be performed. Each of the malfunctions provided photos for review. For each of the reported malfunctions, the devices have been returned to bd for evaluation. One of the investigations identified a break. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes 3 malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break. This information was received from various sources. Each of the 3 malfunctions involved a patient with no known impact to the patient. Of the 3 malfunctions, 1 was a (B)(6) male weighing (B)(6). The remaining patients¿ age, weight, and gender were not provided.